Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had one episode of post-paced t-wave oversensing and 4 episodes of post-sensed t-wave oversensing. Atrial paced event and premature ventricular contraction occurred simultaneously. Programming changes were made. The patient was stable before and after the intervention.